Event description:
A report was received that the patient suspected an infection. The patient's symptoms included fever, redness, and swelling at the pocket site. X-rays of the pocket showed an abscess. The patient was given two antibiotic shots at the pocket site.

Event description:
A report was received that the patient suspected an infection. The patient's symptoms included fever, redness, and swelling at the pocket site. X-rays of the pocket showed an abscess. The patient was given two antibiotic shots at the pocket site.

Event description:
A report was received that the patient suspected an infection. The patient's symptoms included fever, redness, and swelling at the pocket site. X-rays of the pocket showed an abscess. The patient was given two antibiotic shots at the pocket site.

Manufacturer narrative:
Additional information was received to clarify that the patient initially had an infection at the pocket site and developed another infection at the lead site. The infection at the pocket site did not travel to the lead site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead with platnalock technology 70cm. The explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. It is indicated that the paddle lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient's symptoms of fever and redness did not resolve and the patient was experiencing heat from the upper incision site and drainage at the lead site. The infection was also reported at the lead site. The patient underwent an explant procedure and the patient is reportedly doing fine.